Event description:
Patient's peritoneal dialysis machine began alarming and read "system error 2." The manufacturer was contacted, who instructed to turn the machine off and then back on again. Once the machine turned back on, the machine was no longer programmed to the patient's specific order. Upon disconnecting the patient from the machine, the machine began alarming again and read "system error" with different reference numbers not recorded.